Event description:
Customer reported that on (B)(6) 2012, his adc blood glucose meter would not power on when the button was pressed or with test strip insertion, even after the batteries were replaced. Customer further reported that beginning approximately six months prior to calling customer service he has been experiencing "tingling sensations on (his) fingers, back pain and pain in (his) left leg", which abate after rest. It was further reported the customer experienced a loss of consciousness. No third-party medical intervention was required. Customer self-treated by ingesting an unknown number of glucose tablets and eating a sour apple. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during troubleshooting with customer service it was revealed the test strips the customer was attempting to test with expired on november 30, 2010. All pertinent information available to abbott diabetes care has been submitted. (B)(4).